Event description:
It was reported that a patient who underwent ipom repair with ovitex 2s in approximately (B)(6) 2023 returned in december 2023 with a seroma. This was drained under ir a drain placed in december 2023 with the drain removed 3 weeks later. On 13feb24 it was reported that the seroma continued and appeared to have become infected and the device was to be explanted that day.

Manufacturer narrative:
Please note that the date of implant is approximate to the month of implant reported by the physician. It cannot be determined whether the device caused or contributed to the event noted. Seroma, infection, and reoperation are known adverse events and potential outcomes associated with hernia repair surgery as noted in the device's instructions for use.